Manufacturer narrative:
(B)(4).

Event description:
The customer experienced a reoccurring issue beginning on (B)(6) 2016 where they had to change the sample probe on the c501 analyzer multiple times because it would dive into the gel in the sample tubes. The customer received questionable results for seven patient samples on (B)(6) 2016 that had to be revised. Of the data provided, only the results for five patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The initial results were reported outside the laboratory. Information concerning if any patient was adversely affected was requested, but it was unknown. No adverse event was reported. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found there was an electronic failure of the liquid level detection (lld) pcb. He replaced the pcb and sample mechanism slider. The customer ran calibrations, qc, and precision. All results met specification and the system operation met specifications.

Manufacturer narrative:
As the customer did not report any further problems after the service visit, the issue with the liquid level detection (lld) pcb found by the field service representative was confirmed to be the root cause.